Event description:
The customer reported that an 840 ventilator had a blank screen and the ventilator stopped cycling. There was no pt involvement. The eval for this unit has not been completed.

Manufacturer narrative:
(B)(4).